Event description:
It was reported that a cartridge alarm occurred during load sequence with multiple cartridges. The customer experienced an elevated blood glucose (bg) level of 507 mg/dl. A manual insulin injection was administered to address bg level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.